Event description:
The caller stated that they used a 3.5 neo tracheostomy tube and found that the size 8 french suction catheter was a tight fit, so they removed the tube and replaced it with a different 3.5 neo tracheostomy tube.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the 3.5 neo tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.